Event description:
It was reported that after a non¿diabetes-related hospitalization during which the ilet was removed, the user placed the ilet on its charger upon discharge and the device would not charge despite multiple charging attempts over several days. Symptoms included no user-reported clinical effects. Outcomes included no reported impact on health or therapy. Investigation included product support troubleshooting and user education. Investigation of this case revealed a reported inability to charge consistent with a device power or battery depletion concern. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information to verify a device malfunction.